Manufacturer narrative:
The insulin pump alarmed motor error during the displacement test due to an out of phase motor encoder signal. Unable to perform the functional testing due to the motor damage.

Event description:
The customer reported a motor error alarm during prime attempt. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised that the insulin pump would be replaced. Nothing further was reported.